Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a downstream occlusion alarm, and no blockages were found in the external line. The product fault occurred while in use but did not cause or contribute to patient or clinical injury. It was reported that the patient¿s backup device was also malfunctioning, so the patient went to the hospital to continue the infusion, which was life-sustaining. The issue was resolved.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.